Event description:
Piece of endo suture system fell off during laparoscopic gastric bypass and was found in abdomen. On inspection of all loads used to that point in the operation, 2 more had same lower piece missing. X-rays at end of case (fluoroscopy) revealed one missing piece lodged in port; another in abdomen. This piece could not be located laparoscopically. On discussion with family and or team, care completed with returned object left.